Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored display screen. This report is made based on results of investigation completed on 05/14/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim/discolored verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Evaluation also revealed that the internal clock battery on the printed circuit board malfunctioned. Upon removal of the primary aa battery, the pump would not retain the user programmed date and time settings. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).